Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2013 and suture was used. While the surgeon was closing the patient, it was noted that the tip of the needle was missing . An x-ray was taken and the needle fragment was not visualized. Additional information to be requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: representative samples were visually and functionally inspected. The evaluation found that 4 of the needles had a damaged point. The damaged point is referring to slightly bent tips. However, a strength test was performed and all "defective" needles were ebt tested and met the strength and ductility requirement.